Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that cannulated connecting screw ,had stripped. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces such as drilling the pin into the hole in an misaligned position. The provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble and noise/vibration/grinding - excessive. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cannulated connecting screw would contribute to the complained device issue. Based on the investigation findings, potential cause is attributed to component failure & it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review part# 03.037.010 lot # 9762055 manufacturing site: werk hägendorf supplier :na release to warehouse date: 02 feb 2016 expiration date: na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information was received and states that: we noticed the bolt was not engaging and making a weird noise on articulation, fear was the bolt was cross threading - bolt as removed and we used the 2nd bolt in the set, virtually no time was lost during this transition. My apologies, the bolt was misplaced in spd and was recently found. Upon inspection and a thorough cleaning - it looks like it was bone in the threads and they were not as dinged up as we'd thought. Threads engaged an ex-planted short nail I had and it engaged properly within the short nail, no issue.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary the product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that cannulated connecting screw , the provided evidence was not sufficient to confirm the reported event of unable to assemble/disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the cannulated connecting screw would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part# 03.037.010 lot # 9762055 manufacturing site: werk hägendorf supplier :na release to warehouse date: 02 feb 2016 expiration date. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the there was something wrong with the threading on cannulated connecting screw. The issue was observed during surgery. There were no injuries and no delays. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information had been disclosed.